Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28 lot# v526911, implanted: 2010 (B)(6); product type lead . (B)(4).

Event description:
It was reported that the patient had a urinary tract infection (uti). The patient experienced urinary frequency, urinary incontinence, and odor to urine. The patient had a culture on (B)(6) 2013 and was treated with cipro. The infection resolved without sequela on (B)(6) 2013.